Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the patient that the isc's are packaged upside down and has affected the sterility upon use. As a result, the complainant states that she has experienced a urinary tract infection. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the isc's (intermittent silicone catheter's) are packaged upside down which has allegedly affected the sterility upon use. As a result, the complainant stated that she has allegedly experienced a urinary tract infection. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the isc's (intermittent silicone catheter's) are packaged upside down which has allegedly affected the sterility upon use. As a result, the complainant stated that she has allegedly experienced a urinary tract infection. It was later reported that the patient was prescribed antibiotics to treat the uti.

Manufacturer narrative:
Photo samples were received for evaluation. The reported event was confirmed, as a packaging related issue. Samples were visually inspected for holes or damage to the package, missing components, damaged component, and foreign matter. Six (6) of 7 samples received had the catheter's upside down as alleged in the complaint, and the last sample had no catheter. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " for urological use only. Intended for use by patients for bladder management including urine drainage, collection and measurement. The devices are passed to the urinary bladder via the urethra. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. This is a single use device. Do not re-sterilize. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Wash your hands thoroughly with soap and water. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. Wet the catheter by holding the package with the printed side up and tip the package end-to-end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. Peel open the pack at the funnel/handle end just enough to expose 5 cm (2¿) of the catheter, or for products with an insertion sleeve, expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Using the catheter" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the isc's (intermittent silicone catheter's) are packaged upside down which has allegedly affected the sterility upon use. The complainant stated that she has allegedly experienced a urinary tract infection. It was later reported that the patient was prescribed antibiotics to treat the uti.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the isc's (intermittent silicone catheter's) are packaged upside down which has allegedly affected the sterility upon use. As a result, the complainant stated that she has allegedly experienced a urinary tract infection. It was later reported that the patient was prescribed antibiotics to treat the uti.